Event description:
It was reported the battery voltage reading was 2.48 volts. This was below elective replacement indication (eri) parameters and the device did not trigger an eri warning. The measured battery voltage from device performance data was 2.83 volts. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device showed low telemetered battery voltage. On (B)(6) 2010, the battery voltage with telemetry was 2.48v and the daily measurement was 2.86v.